Manufacturer narrative:
A 7x15/80 palmaz blue biliary stent on a slalom was found on the sterile drape during the procedure. The stent was taken out of package and prepped. It was then inserted through a six french sheath and advanced into the right renal artery. The balloon was inflated and the stent platform (delivery system) was removed. They then performed an angiogram post deployment and did not see the stent in the vessel. They found the stent on the sterile drape which was covering the patient. The surgical technician in the case said that the stent came off the platform prior to insertion and that they never noticed that the stent had come off. The stent was never placed in the patient¿s body. There was no patient injury. The device was received for analysis. A non-sterile blue/slalom 7x15/80 biliary pckgd catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the stent was not observed mounted on the balloon of the catheter and was not returned. The balloon looks like it has been previously inflated. A product history record (phr) review of lot 17766576 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - dislodged - during prep¿ was not confirmed since the event reported cannot be properly evaluated due to the nature of the complaint. According to the instructions for use, which is not intended as a mitigation of risk ¿preparation of stent delivery system (a) open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. (B) open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. (C) hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. (D) inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Prior to stenting, the palmaz blue .018 transhepatic biliary stent system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system.¿ the cause of the event reported could not be conclusively determined during the analysis. The stent was not returned for analysis, and the balloon had been inflated. Neither the phr review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 7x15/80 palmaz blue biliary stent on a slalom was found on the sterile drape during the procedure. There was no patient injury and the device will be returned for analysis. The stent was taken out of package and prepped. It was then inserted through a 6fr sheath and advanced into the right renal artery. The balloon was inflated and the stent platform (delivery system) was removed. They then performed an angio post deployment and did not see the stent in the vessel. They found the stent on the sterile drape which was covering the patient. The tech scrubbed in the case said that the stent came off the platform prior to insertion and that they never noticed that it had come off. The stent was never placed in the patient¿s body.